Event description:
The facility reported a colleague infusion pump with a failure code of 810:04 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and had to be recalibrated. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device (B)(4) categorized as remediated.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported blood glucose results of "28 mg/dl", "low" and "227 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). During a review of the event history, it was discovered that the reported condition occurred once on (B)(6) 2010 during an infusion.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA-(B)(4).

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was reading inaccurately high compared to his feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained additional information. The patient informed the mss that he tests his blood glucose two or three times a day and manages his diabetes with a set dose of novolin n and novolin r insulin, in addition to taking an oral medication (metformin). On (B)(6) 2010 at approximately 4:30am (while at work), the patient claimed he began to feel sweaty, confused and was told he appeared pale. The patient stated that a co-worker of his drove him home and when he tested his blood glucose with the subject meter obtained a result of "495 mg/dl." The patient claimed his spouse then called the advice nurse, who advised him to take his usual dose of both the novolin n and novolin r insulin. Sometime after taking the insulin, the patient reported that he "blacked out." The patient does not know if his spouse tested his blood glucose at that time; however, confirmed that his wife contacted emergency services and was taken to the emergency room. The patient does not know if his blood glucose was tested on any other device, nor was he able to confirm the type of treatment he received by ems or while in the emergency room. Prior to the onset of symptoms, the patient reported that he had last tested his blood glucose on (B)(6) 2010 at 10:00pm. The patient claimed he obtained a result in the "300 mg/dl" range; however, did not take any insulin at the time of that reading. The patient reported that he only takes his insulin before his breakfast and before his dinner. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims he "passed out" after administering insulin based on a reading obtained with the subject meter.